Event description:
During screening, externalized conductors were observed via fluoroscopy. No electrical abnormalities were observed. Lead will be monitored.

Manufacturer narrative:
Please retract this MDR number 2017865-2012-04352. Based on the review of the fluoro images provided to st. Jude medical the conductors do not appear to be externalized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.